Event description:
The customer reported that they observed a leak coming from a synchron cx4/cx5 clinical chemistry analyzer reagent. No patient results were involved in this event. It is unknown as to whether the personnel involved in this event was wearing personal protective equipment at the time of occurrence however no personnel sought medical attention in association with this event. There was no chemical exposure to personnel uncovered wounds or mucous membranes. No death, injury or modification to patient treatment was associated with this event. No exposure control plan was in place at the facility. The material safety data sheet was not reviewed.

Manufacturer narrative:
Beckman coulter inc. Assessment of the supplied photos indicated that the cartridges were leaking from the bottom seam. This may be indicative of a cartridge manufacturing issue. No service was dispatched to the site for this event. A definitive root cause for the leak is not known at this time.